Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise during the device changeout and the physician confirmed that there was a lead insulation breach. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.